Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy drain. The cause of the peritonitis was not reported. It was reported the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin (1 g vial for five days, route not reported) for the event. On an unreported date, the patient was discharged. Nineteen days after event onset, the patient was rushed to the emergency room and was subsequently intubated. It was reported the same day, the patient passed away. The cause of death was reported as acute peritonitis, end stage renal disease and systemic lupus (per death certificate). It was not reported if pd therapy was ongoing prior to death or at the time of death. No additional information is available.